Manufacturer narrative:
Evaluation of the returned monitor was unable to confirm the customer's complaint. No failures were observed during examination. The device history record review supports that there were no non-conformances noted for any reason. This issue has not been resolved yet at the hospital, although we have confirmed no failure as associated with the vig2 monitor, 70cc2 cable, and swan ganz catheter. Review of the available information suggests that clinical factors may have contributed to the event reported. No actions will be taken at this time. See associated system-related component complaints: (B)(4) (MDR 2015691-2012-17286), as it relates to the swan ganz catheter, and (B)(4) as it relates to the 70cc2 cable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the cci value was drifting between 2 and 4l min at intervals of 30 minutes during use. The waveform was wavy and unreliable. No error messages were reported as being observed. At the same time, the patient monitor displayed the normal values regarding bp and other values. The clinicians used the other (normal) parameters as a reference when the abnormal cco, cci readings were noted. A bolus cardiac output was not performed to confirm the values, as recommended in the dfu. Map, cvp, and hr were observed on the bedside monitor. No inappropriate treatment was executed by the customer and no patient complications were reported. Although the system monitor and cable were replaced, the issue failed to improve. The problem was confirmed as occurring in the ICU, but it is unknown if the same event occurred in other places (such as the operating room). It was reported that the customer routinely employs sequential compression devices and a discussion with the sales rep and clinicians about the event included the possibility that a variation in venous blood flow volume could negatively affect cco measurement.